Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code of 703 was found in the pump's event history but not duplicated during product evaluation. The root cause was assigned to a faulty user interface module printed circuit board. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired.

Event description:
The facility reported a colleague infusion pump with a failure code of 703. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, but it did occur in the general patient ward at the hospital. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 5.03.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The confirmed problem was not reproduced. The root cause was not identified as the device was returned unrepaired.